Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump did not alarm when the sensor was turned off. The customer reported no alarm was listed under the alarm history. The customer stated their blood glucose reading was 234mg/dl and was going to deliver a bolus. The insulin pump will not be returned for analysis.